Event description:
It was reported that the patient underwent a periapical x-ray (pa) during routine 6-month exam at implant tooth site #12 which showed peri-apical radiolucency, bone loss around mesial area and fistula on the apical area where the implant was located. The patient had developed an infection/abscess with bone loss. Therefore, the implant was removed and envelope flap with perio-steal elevation was performed. The implant was encapsulated with granulated tissue, the area was curetted, the socket was irrigated with chlorhexidine. Also, a cortical bone and cancellous bone (puros) chips and suture were placed to gain primary closure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.